Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing portion of the right ventricular (rv) defibrillation lead had fractured. The lead exhibited high undefined pacing impedance, oversensing of noise, low-r-wave values, sensing of far field p-waves, and intermittent inhibition of pacing. The patient experienced near syncopal episodes and received multiple inappropriate high voltage therapies. Detections were turned off and the lead was reprogrammed to include increasing output as loss of capture was observed. The pacing portion of the lead was subsequently capped and replaced. The physician was concerned with why the cardiac resynchronization therapy defibrillator's (crt-d) lead noise discrimination feature did not prevent the inappropriate therapies. The device was also explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing portion of the right ventricular (rv) defibrillation lead had fractured. The lead exhibited high undefined pacing impedance, oversensing of noise, and intermittent inhibition of pacing. The patient experienced near syncopal episodes and received multiple inappropriate high voltage therapies. The lead was reprogrammed to include increasing output as the physician was not sure that the lead was capturing. The pacing portion of the lead was subsequently capped and replaced. The physician was concerned with why the cardiac resynchronization therapy defibrillator's (crt-d) lead noise discrimination feature did not prevent the inappropriate therapies. The device was also explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d; implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing portion of the right ventricular (rv) defibrillation lead had fractured. The lead exhibited high undefined pacing impedance, oversensing of noise, and intermittent inhibition of pacing. The patient experienced near syncopal episodes and received multiple inappropriate high voltage therapies. The lead was reprogrammed and the pacing portion of the lead was subsequently capped and replaced. The physician was concerned with why the cardiac resynchronization therapy defibrillator's (crt-d) lead noise discrimination feature did not prevent the inappropriate therapies. The device was also explanted and replaced. No further patient complications have been reported as a result of this event.